Event description:
It was reported that the bd ultra-fine¿ nano pen needle outer cover fell off when removing the tear drop label. The following information was provided by the initial reporter: consumer reported, when he removed "tear drop label", the "outter cover" fell off the pen needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary one open pen needle 32g 4mm was returned with the tear drop label removed and the cover separated from the needle. It was reported by the customer when he removed "tear drop label" the "outer cover" fell off the pen needle. Since the label was removed, we were unable to duplicate customer indicated issue. Functionality test was performed using the pen injector and no issues were observe, ether with the needle cap. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle outer cover fell off when removing the tear drop label. The following information was provided by the initial reporter: consumer reported, when he removed "tear drop label", the "outer cover" fell off the pen needle.